Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-dec-10, information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that doctor examined the patient on (B)(6) 2020. Their leads were at t7-8. Patient reports no relief. Rep saw patient for reprogramming session. Patient reports no change in pain since the reprogramming session with rep. Patient seen by provider- per patient no change. Appointment made with neurosurgeon. The patient cancelled the appointment. Patient told the doctor that he had 70% pain relief at trial and was implanted (B)(6) 2020 and came to office visit on (B)(6) 2020 saying that he has turned the stimulator off for 3 days now and no change in his pain level. The doctor ordered xrays t spine and l spine to check lead and receiver site and lead tips. No migration was noted. Reprogramming session done on (B)(6) 2020 with rep. Patient came back to clinic on (B)(6) 2020 states that he has been trying programs that medtronic gave him but still no pain relief. Appointment was made for the patient to see neurosurgeon to see about getting paddle lead- patient cancelled the appointment and has not rescheduled. On (B)(6) 2021, the patient was scheduled to be seen in the clinic (B)(6) 2021. On 2021-may-22, additional information was received from a healthcare provider (hcp) reporting that the patient¿s entire system was explanted on (B)(6) 2021. The disposition of the patient¿s device was unknown. The issue was resolved without sequelae on (B)(6) 2021.